Event description:
On (B)(6) 2025, a patient underwent treatment for a peripheral artery disease (pad) where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was attempted to be used in the femoral artery. It was reported during a procedure, while advancing the viabahn device over a boston scientific v18 guidewire through a terumo 7fr introducer sheath, it was noted that the device would not deploy. The physician attempted to pull the deployment line multiple times but was unable to move beyond a certain point. Reportedly, approximately 1 to 2 inches of the deployment line was pulled before resistance was encountered. Although the physician successfully reached the target treatment area, deployment failed. The deployment line was pulled using normal technique and excessive force was not applied. There was no distal expansion or opening of the stent observed. It remains unclear whether the patient's anatomy was tortuous or if calcified vessels were present. The device was withdrawn from the patient before a new 8mm x 5cm viabahn device was used to complete the procedure. The physician was unable to determine the suspected cause of the issue. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code c21: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Investigation findings was updated from c21 to c19. Conclusion was updated from d16 to d15. Engineering evaluation: device was returned to gore for evaluation, and deployment of the inner zipper had not been initiated. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty could not be established. This investigation is considered complete.